Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # v086629, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had their lead and battery removed. They stated that it had not been providing them enough relief and their doctors attempted to adjust the placement of the battery in hopes of better results. However, on (B)(6) 2016 the battery and the lead were removed as the battery was at end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.